Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) presented visible air. The faradrive sheath was prepared as normal. Flushing and aspirating on the setup table. The faradrive sheath was inserted over an extra stiff 180cm non-bsc wire. Then it was aspirated, and it looked like air was coming in the end valve and out the side port. The farawave catheter was inserted, and again, the dr aspirated while the farawave sat just past the handle, and again, air bubbles were being sucked through the valve and into the side port. The case was completed without any more need to aspirate. A new sheath was offered, but the dr chose to complete the case as the sheath was already in the left atrium. No patient complications. The device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) presented visible air. The faradrive sheath was prepared as normal. Flushing and aspirating on the setup table. The faradrive sheath was inserted over an extra stiff 180cm non-bsc wire. Then it was aspirated, and it looked like air was coming in the end valve and out the side port. The farawave catheter was inserted, and again, the dr aspirated while the farawave sat just past the handle, and again, air bubbles were being sucked through the valve and into the side port. The case was completed without any more need to aspirate. A new sheath was offered, but the dr chose to complete the case as the sheath was already in the left atrium. No patient complications. The device has been returned.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were observed. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found.